Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The customer declined to provide additional information regarding the issue. Data review by tandem technical support confirmed the pump was functioning as intended.